Manufacturer narrative:
Additional info - product analysis:visual review confirms the fluted shaft of the bit has been broken off at approximately ~11mm from the end of the tip. Microscopic examination identified a quasi-brittle fracture, consistent with overload during instrument usage.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been returned to the manufacturer for evaluation. Hence, no conclusion can be drawn yet.

Event description:
It was reported that , intra-op, during the drilling phase, the rail cutter bit broke in the vertebral body. The surgeon was able to remove the broken part from the patient. No fragment of the broken part remained inside the patient. The rep reported that as per his/her believe "the instrument broke due to fatigue and I am wondering if this instrument should be single use." No patient symptoms or complications were reported as a result of this event.